Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Furthermore, it was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. The customer¿s blood glucose level was not impacted. The customer did not disclose an alternate method of insulin therapy.